Event description:
It was reported that the surgeon noted a small amount of movement anteriorly of the articular surface after implanting. This happened with two different articular surface. A third was implanted successfully.

Manufacturer narrative:
Eval summary: a visual inspection of the devices concluded that both sides of the inner dovetail lips are compressed down significantly, indicating that the articular surfaces did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surfaces were not correctly placed and oriented before pushing them using the inserter instrument. Dimensional analysis was performed and found that both devices are conforming to print specs. Device history records indicate all components were manufactured and inspected to specs. No mfg abnormalities could be detected.